Manufacturer narrative:
Investigation summary: no samples or photos were received for evaluation therefore failure mode could not be verified. When the machine stops and re starts again it may have a missed a barrel label and escaped even though at the plunger rod labeler process we have a sensor which is challenged at the shift start. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8107803 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: when the machine stops and re starts again it may have a missed a barrel label and escaped even though at the plunger rod labeler process we have a sensor which is challenged at the shift start. Rationale: CAPA not required at this time.

Event description:
It has been reported that one bd¿ pre-filled normal saline syringe has been found missing scale markings before use. The following has been provided by the initial reporter: the patient was treated in the outpatient clinic of our hospital, and the flush was used to irrigate the end of the pipeline of the catheter. During the use, it was found that the flush had no scale mark and could not be used, wasting medical resources and extending the treatment time. After replacing the new prefilled catheter irrigator immediately, the treatment continued.